Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was very short. When battery was changed, insulin pump continued to receive failed battery test alarm. Customer's blood glucose was unknown.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device properly received blood glucose readings from blood glucose meter. No unexpected replace battery now alarm in the long trace and pump history noted. However, the power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. No cosmetic damage noted.